Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump housing was damaged making it difficult to load cartridges. In addition, it was reported that cartridges do not sit well leading to the cartridge not being recognized during load sequence. The customer declined assistance from tandem customer technical support regarding the issue. There was no reported adverse effect to the customer's blood glucose level.